Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. (B)(6). There is no indication the free triiodothyronine (access free t3) reagent was returned for evaluation. In conclusion, the cause of the reproducibly elevated access free t3 results cannot be determined with the available information.

Event description:
The customer reported obtaining reproducibly elevated free triiodothyronine (access free t3) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The sample from the patient was reanalyzed using the same unicel dxi 800 access immunoassay system and an alternate unicel dxi 800 access immunoassay system (serial number unknown) and results, above the assay's normal reference range, were obtained. The sample from the patient was reanalyzed using siemens and roche analyzers, and lower results, below the assay's normal reference range, were obtained. The customer stated the reproducibly elevated access free t3 results were reported from the laboratory. The customer stated a physician considered the reproducibly elevated access free t3 results erroneous after reviewing the results obtained using the alternate methodologies. There was no report of any change or impact to patient care or treatment which occurred in association with the reproducibly elevated access free t3 results. The customer did not supply any information regarding the patient's sample collection and/or the speed, time, and temperature at which the sample was centrifuged.